Event description:
Information was received from a consumer regarding a patient with an implantable pump containing fentanyl for non-malignant pain. It was reported that the patient reported that a few weeks ago the communicator started "being kind of wonky in charging"; patient added that it takes them 10 minutes to get into and they needed to position the communicator very delicately down to charge. Patient noted that there's nothing wrong with the charging cord. Agent sent request to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# / serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 11-jan-2025, UDI#: (B)(4). H3. Analysis of the tm90t0 was completed and found the micro usb charge port was loose, the device failed the battery charge bench test, and the tm90 micro usb interface was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.